Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said some times when she sits down she get shocked a little bit when she is at 6.0 volts. She just gets the shock on one side of her vagina. It was explained to patient that it could be due to her positional movement and the lead being more in contact with the nerve so she is more aware of the stimulation. Patient was told to talk to hcp and see if she should lower the setting. Patient said before the implant it was a miracle if she got two hours of solid sleep. Patient said she feels like it is working. Monday night she was able to sleep three hours before she got up, then went back to bed another hour before alarm went off. Then next night not quite as much. Then last night it was better. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that shocking did not occur during programming. The patient stated it not doing it now. The patient also mentioned that they needed to know if they have hurt the device because of their bad hips and knee that sometimes can't hold the patient and they would land harder than usual (unrelated).